Event description:
It was reported that a pt with a history of small bowel obstruction and other gi problems was noted to have a bowel perforation while the actiflo indwelling catheter was in place. Per the user facility, the pt was medically managed for the perforation and no surgical intervention was needed. The pt has since been transferred.

Manufacturer narrative:
No add'l info was provided. As reported by the user facility, the pt had a history of small bowel obstructions and other gi factors that may have played a part in this event.